Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined as no product or logs were returned for evaluation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. D6b. Explantation day, month and year added. H6. Health effect - impact code and medical device problem code added.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the placement signal not reliable with absent aorta and left ventricle placement signals. There was no patient harm and the patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.